Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the touchscreen experienced sensitivity issues and delays in input. A field service engineer (fse) configured network adapter to 100 full duplex, touch screen was off in left hand corner not impacting user. Was able to replace all in one (aio) with older style from spare parts due to old -01 old version. Screen was calibrated and working in all areas. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis on the vcath-lab2 touchscreen required optimization and redesign. The screen was experiencing sensitivity problems and delays when tapped. Additionally, the cursor blinked upon touch input. However, there were no delays or adverse events or injuries reported based on this event.